Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a low hemoglobin of 4.6 g/dl and was given packed red blood cells. Patient had an esophagogastroduodenoscopy (egd) and multiple arteriovenous malformation (avm) were visualized and cauterized. The patient was monitored and discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on a lower threshold for international normalized ratio (inr) at 2.0-2.5 but on discharge was lowered to 1.8-2.2. The patient was started on lisinopril, fish oil, and digoxin in attempt to decrease chance of gastrointestinal bleed while waiting for sandostatin lower anterior resection depot prior to authorization. The patient was monitored and discharged home.